Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude occurred. Reportedly, customer was able to clear both alarms and resume insulin therapy. Additionally, it was reported that pump time was incorrect; cause was unknown. Customer declined to change pump time. There was no reported impact to customer's blood glucose.

Event description:
It was reported that an altitude alarm occurred.